Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported injury. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. Upon further investigation, two actuator spindle nuts were found inside the interlock block, one sump screw was found loose inside the base cover, and the other four screws were not torqued to specs. The failure of the product has resulted from the lack of maintenance as recommended by the MFR. According to ge healthcare records, this unit has not been serviced within the recommended three-year service interval, as stated in the tec 5 operation and maintenance manual.